Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer suspected that a piece of rubber broke off from one of two universal seals and fell into the patient's body cavity. The customer retrieved the fragment using a robotic instrument during the same procedure. No post-operative diagnostic studies were performed and no additional surgeries were required.

Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation. A review of an image provided by the customer was performed: the fragment in the image appears to be a portion of a universal seal. Note: refer to medwatch report (MDR) with MFR. Report#: 2955842-2026-25198 for MDR submission of the event against the second suspected universal seal.